Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and observed minor damage to the plastic channel retaining the pins of the usb port. Usb charger, usb cable were returned with the reader. Reader did not power on with the button, strip on the usb cable insertion. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. Reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. The reader powered on with cpu pressure and a known good battery. Built-in reader test was performed and the test passed. Unable to test hot and cold due to reader only powering on in the fixture. An extended investigation was performed. A visual inspection using a digital microscope was performed on the device. No anomalies were observed on the returned reader, usb cable or returned adapter. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured to be less than the nominal voltage rage, indicating that the battery did not have sufficient charge. No abnormalities were observed on the returned battery and it was observed to be charged normally when connected to a charging cable. A known good battery was used for the remainder of the investigation. The returned device was observed to be powered on normally with a known good battery. Off-current consumption testing was performed to check the current draw of the returned reader. The off current was measured to within the required specification. A thermal inspection was performed using a thermal camera however, no abnormal hotspots were observed on the reader's pcba (printed circuit board assembly) when connected to a charging cable and when not connected. When the returned reader was connected to the charging cable, "connected to computer" message was observed. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter and the voltage was observed to be within the specified range. A built-in self-test was conducted using the reader's software and was observed to be passed. The current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation; this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.